Event description:
It was reported that the patient fell at home and stem became loose. Revision made with modular hip implants. No unusual circumstances.

Event description:
It was reported that the patient fell at home and stem became loose. Revision made with modular hip implants. No unusual circumstances.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was kept by the hospital. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
The event was not confirmed as no devices were returned for evaluation and no medical records were returned for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.